Event description:
The pt used the suspect device to check their blood glucose level. Pt obtained a result of 268mg/dl. Pt then took extra meds due to the result. About two hours later pt passed out. The ambulance was called and the emergency medical technicians tested their blood glucose at 20mg/dl. Pt was transported to the hospital and their blood glucose in the hospital was also 20mg/dl. Pt was admitted for low blood glucose.